Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2018-00526. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure to treat a collateral vessel off a dialysis fistula using ruby coils. During the procedure, while advancing a ruby coil into the target vessel using a lantern delivery microcatheter (lantern), the ruby coil became stuck in the lantern with approximately 10 centimeters of coil outside of the lantern; therefore, the physician decided to retract the ruby coil back into the lantern. However, upon retraction, the ruby coil unintentionally detached, with approximately 10 centimeters of the coil in target vessel and 10 centimeters of the coil in lantern. The physician considered injecting the coil but was concerned due to the high flow of the fistula that the coil would migrate centrally. Therefore, the physician slowly pulled back the lantern into the glide catheter and removed the entire system from the patient. The procedure was completed using other coils. There was no report of an adverse effect to the patient.